Manufacturer narrative:
G4: 30sep2020 b4: (B)(6)2020 the philips field service engineer (fse) confirmed the reported issue. The fse replaced the front bezel assembly to resolve the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 08sep2020.

Event description:
It was reported to philips that the navigation ring on the device was not responsive. The device was not in clinical use at the time of the event. There was no report of patient or user harm. A philips field service engineer (fse) was dispatched to the customer site to provide additional assistance.